Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 2017865-2019-11555. Related manufacturer reference number: 2017865-2019-11557. It was reported that the patient presented in the emergency room with erosion. The patients implantable cardioverter defibrillator had eroded through the pocket and was exposed, causing an infection. Entire system was explanted on (B)(6) 2019. Patient condition was stable.